Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that line 24 had become pinched when the customer had performed a monthly maintenance procedure. The fse corrected the issue and verified the performance of the analyzer per established procedures.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high results for potassium (k) and chloride (cl) and an erroneously low result for calcium (calc) for one (1) patient sample on a unicel dxc 600i synchron chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges leading up to the event. The customer reported that the analyzer generated a "suppressed" result for sodium (na) and carbon dioxide (co2) for the patient sample (i.e., no numerical results were generated). The customer reassayed the patient sample on another analyzer in the laboratory. The results obtained were interpreted to be correct and were reported outside of the laboratory. Four other patient samples were assayed during the same time period of the event. The results obtained for those samples correlated between the two analyzers.